Event description:
It was reported that a post market clinical study pt underwent a kyphoplasty procedure on levels l1, l2 and t12. A small cement extravasation was observed in the prevertebral space to levels l1, l2 and t12. A postoperative x-ray indicated a vascular leak to l2. There were no pt complications. No add'l info was reported.

Manufacturer narrative:
Method - device not returned, f/u with rep.